Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 700 mg/dl. Customer's other blood glucose value was unknown. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as nausea and vomiting. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer was treated with manual injection. Based on customer report, customer did not allege insulin pump was under delivering. The device will not be returned for analysis.